Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges charger caught fire.

Manufacturer narrative:
The charger was returned and evaluated. The ac receptacle (iec connector) was dislodged from the pcb of the charger.

Event description:
Alleges charger caught fire.